Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and prior to delivering 10 units of insulin, the insulin gauge decreased from over 180 units of insulin to a fill estimate of over 120 units of insulin. The customer's blood glucose level was 207 mg/dl. The customer reloaded the cartridge and received an accurate fill estimate.